Event description:
Reported as "a patient had a liver abscess diagnosed after lap band implantation." This event is being reported because inamed's approach to complicance is to resolve all doubt in favor of reporting.